Event description:
It was reported the patient underwent an ambicor penile prosthesis (app) replacement surgery because the app was no longer inflating. The existing app was explanted and replaced with a new app. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.